Manufacturer narrative:
Additional information d9, g3, h2, h3, h6. One 8f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of this introducer leak.

Manufacturer narrative:
UDI information(d4) and 510k(g3) are not provided as this product (model g407371) is only marketed outside of the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, shortly after the sheath was inserted into the right atrium and before septal puncture and catheter insertion, blood began to leak from the hemostasis valve upon the removal of the dilator. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only product inserted directly into the hemostasis valve was the included dilator no additional venipuncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the procedure.